Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was off for an unspecified amount of time. After connecting the pump to a power source and turning the pump back on the pump displayed a reset screen and the date was observed to be inaccurate. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event. The customer was able to successfully load a new cartridge onto the pump and resume insulin therapy.